Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead could not be repositioned due to the patient's anatomy. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.